Event description:
It was reported that a user experienced hyperglycemia after announcing a larger-than-usual carbohydrate meal at first bite while using the ilet, with a maximum blood glucose of 208 mg/dl and a subsequent decline to 192 mg/dl approximately three hours later, without identifiable contributing factors beyond the meal and with the pump trending glucose down as expected. Symptoms included no reported clinical manifestations. Outcomes included no medical intervention, no hospitalization, and resolution in progress with continued downward trend. Investigation included complaint review and user interview for event details and device use. Investigation of this case revealed no device malfunction or alarm activity, and the event was consistent with postprandial hyperglycemia related to increased carbohydrate intake and timing of the meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but most consistent with use-related factors associated with meal size and timing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.